Manufacturer narrative:
Previous bleeding event has been reported under MFR# 2916596-2021-06221 manufactures investigation conclusion . The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted from clinic with history of gastrointestinal bleeding (gi) bleeding. Symptomatic anemia. The patient¿s hemoglobin (hgb) dropped from 11.5 g/dl to 7.9 g/dl in 2 weeks. Bleeding was not confirmed as the patient declined colonoscopy. The patient reported dizziness/weakness and underwent a blood transfusion. The patient was to have weekly complete blood count (cbc). Log file submitted captured persistence of pulsatility index (pi) events on (B)(6) 2021 and (B)(6) 2021. There were no other notable alarm conditions or parameter changes in the log file. The pump was functioning as intended. No additional information provided.